Event description:
Legal counsel for the patient reports that patient left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, and metallosis. The head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision performed on (B)(6) 2012 was due to pain, a pseudotumor, fluid collection with metallosis debris, necrotic tissues, evidence of impingement and elevated cobalt/chromium levels. The modular head was removed and replaced and an active articulation acetabular liner was implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2012, due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, and metallosis. The head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.